Event description:
A physician noticed a few of her patients had high calcium results and brought it to the customer's attention. The erroneous results occurred during a one day time period and the lab manager asked that all the patient samples from that day be rerun. Repeat testing occurred on (B) (6) 2009 and sample type was serum. She provided calcium results for 55 patients, the following 32 calcium results were discrepant: sample 1, initial result 10.1, repeat 9.2 mg per dl. Sample 2, initial result 10.0, repeat 9.0 mg per dl. Sample 3, initial result 10.2, repeat 9.1 mg per dl. Sample 4, initial result 10.2, repeat 9.4 mg per dl. Sample 5, initial result 10.2, repeat 9.3 mg per dl. Sample 6, initial result 10.3, repeat 9.4 mg per dl. Sample 7, initial result 10.5, repeat 9.5 mg per dl. Sample 8, initial result 10.5, repeat 9.7 mg per dl. Sample 9, initial result 10.6, repeat 9.6 mg per dl. Sample 10, initial result 10.3, repeat 9.5 mg per dl. Sample 11, initial result 10.2, repeat 9.4 mg per dl. Sample 12, initial result 10.0, repeat 9.1 mg per dl. Sample 13, initial result 9.7, repeat 8.8 mg per dl. Sample 14, initial result 11.0, repeat 10.1 mg per dl. Sample 15, initial result 9.3, repeat 8.5 mg per dl. Sample 16, initial result 10.2, repeat 9.4 mg per dl. Sample 17, initial result 11.4, repeat 10.2 mg per dl. Sample 18, initial result 10.2, repeat 9.4 mg per dl. Sample 19, initial result 10.7, repeat 9.8 mg per dl. Sample 20, initial result 9.8, repeat 9.0 mg per dl. Sample 21, initial result 10.2, repeat 9.4 mg per dl. Sample 22, initial result 9.5, repeat 8.7 mg per dl. Sample 23, initial result 9.9, repeat 9.1 mg per dl. Sample 24, initial result 10.1, repeat 9.3 mg per dl. Sample 25, initial result 9.8, repeat 9.0 mg per dl. Sample 26, initial result 10.6, repeat 9.6 mg per dl. Sample 27, initial result 10.9, repeat 10.0 mg per dl. Sample 28, initial result 10.1, repeat 9.3 mg per dl. Sample 29, initial result 10.3, repeat 9.5 mg per dl. Sample 30, initial result 10.1, repeat 9.2 mg per dl. Sample 31, initial result 9.6, repeat 8.8 mg per dl. Sample 32, initial result 10.5, repeat 9.5 mg per dl. Initial calcium results were reported. Customer states "to her knowledge, no one has been treated" based on the erroneous results. She did not issue corrective reports.

Manufacturer narrative:
The field service representative did not find a cause for the discrepancies. To verify analyzer operation, he performed pipetting accuracy test which was in range.